Event description:
It was reported that this right atrial (ra) lead had high pacing thresholds. This ra lead was repositioned successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had high pacing thresholds. This ra lead was repositioned successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This right atrial (ra) lead remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. This review determined that direct correlation between the clinical observations and the inherent risk the high pacing thresholds are a known inherent risk with use of this product.